Event description:
During a periodic review of the manufacturer's programming history database, high impedance was seen for a patient's device during a system diagnostic test. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Patient had a full revision performed. The lead was found to have been fractured during surgery. The explanted lead has not been received to date. No additional relevant information has been received.

Manufacturer narrative:
B5. Describe event or problem - correction - product return was not included on supplemental #1 MDR. D9. Device available for evaluation? - correction - information not included on supplemental #1 MDR. H3. Device evaluated by MFR? - correction - code 02 and "no" should have been included in supplemental #1 MDR.

Event description:
The explanted lead was received and product analysis is underway.

Event description:
The lead analysis was performed. During the visual analysis, both pin and ring coils were found to be broken at end of portion. The pin coil shows appearance suggesting that a stress-induced fracture occurred. The ring coil shows pitting or electro etching conditions. The exact fracture mechanisms cannot be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. Abrasions were observed in various areas, likely caused by wear. Inner tubes have flat abrasions after bifurcation area, likely caused by wear. The lead assembly has dried remnants of what appear to be body fluids inside the inner and the outer silicone tubing with no obvious point of entrance other than the identified cut and abraded tube openings and the cut end of the returned lead portion. Other than the above noted observations, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.